Event description:
The facility representative reported a colleague infusion pump which experienced failure code 703:00. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no report of patient involvement, injury, or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 703:00. The root cause was determined to be a pinched user interface/pump head module power and signal harness. The user interface/pump head module power and signal harness was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.